Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a frayed cable on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip close cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segments was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observations not reported by the customer was pulley damage. There were indentations at the edge of the distal pulley and visible scratches on the surface. Evidence not conclusive, but the pulley damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.